Manufacturer narrative:
A field service engineer was dispatched.who replaced the washer syringe assembly. Then performed pm (preventative maintenance) and no further action required by field service. The most probable cause of the reported event was the b/f wash unit, mechanical component fault or failure of the washer assy. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2015 a customer reported a wash syringe error with their aia 1800 analyzer..a field service engineer (fse) was dispatched on (B)(4) 2015, to address the reported event, which resulted in delay in reporting of bhcg and afp patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.